Event description:
During an implant procedure, the right atrial (ra) lead was observed twisted as the helix was extended. The ra lead was explanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of insulation twisted was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the outer insulation was twisted along the lead. The cause of the reported event was due to overtorquing of the inner coil inside the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.